Manufacturer narrative:
The v60 ventilator was evaluated and inspected by a third-party philips authorized field service engineer. Performance verification testing (pvt) and visual inspection of the unit was conducted with no malfunction or failure to perform to manufacturer declared specifications found. Further investigation has determined the device performed to manufacturer declared specifications with no failure or malfunction noted. The device was in use at the time of the event in question. As per device design, the v60 ventilator functioned appropriately by terminating therapeutic delivery when detecting unsafe patient high inspiratory pressures. Based upon the information provided and evaluation of the v60 ventilator, root cause has been determined to be non-device related.

Manufacturer narrative:
Report date: 27aug2021

Event description:
Based upon the information provided, at 0129 on (B)(6) 2021 an unspecified high pressure alarm condition was triggered during reapplication of the patient's non-invasive interface which caused the device to transition to an inoperative state. The device was in clinical use providing therapy to the patient at the time of the event. Patient demographics and deidentified data not provided by the customer. The patient was receiving therapy non-invasively in avaps mode with 100% fio2 delivery. The patient was being monitored via telemetry and external vitals-signs monitoring. It was noted that the patient was self-proned during the time of the event. Additionally, that the patient was anxious during therapy and non-compliant. The patient had removed their non-invasive interface with the rn present bedside. Upon attempts to re-attach the interface, the patient was noted to have decompensated to an unspecified extent. An institutional code was called and acls was initiated and successful. The patient was intubated and placed onto a backup mechanical ventilator (make/model unspecified). Approximately 1 hour later, the patient experienced a change in condition resulting in an institutional code being called and acls administration. The patient subsequently expired. No allegation of cause or contribution of the v60 ventilator has been lodged in relation to the patient expiration. The device has been removed from use by the distributor and is currently awaiting further evaluation and inspection by a philips authorized field service engineer.